Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals fairly flat fracture surfaces and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken on the driver. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the doctor was trying to implant a screw and the tip of the screwdriver broke off during insertion. The tip of the driver was removed from the screw.